Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the left ventricular lead exhibited loss of capture one day post implant. The lead was explanted.